Event description:
When the ins was on, the patient lost mobility on his left side and his speech was affected. It also felt like he was getting electrocuted, like he picked up an "electric shock lead." He felt the ins was "threatening his life." The patient had seen other physicians regarding kidney stones and congestive heart failure and was told by those physicians that the device was killing him and to leave the device off. Per the patient's implanting physician, the device was improperly programmed; it was reprogrammed (B) (6) 2010 with good results/no side effects and no injury.

Manufacturer narrative:
(B) (4).